Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to pump battery depleting quickly resulting in the pump shutting off. Customer received low power alerts and shutdown alarm. Customer delivered a correction bolus via pump to to address bg level. Troubleshooting with technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.